Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: g4, g7, h2 and h10. Intuitive surgical, inc. (Isi) obtained the following information about the complaint: the system was checked before use and ready without any problems. The defective arm was impossible to be used because it was wet. The arm got wet due to an infusion bag that broke. The procedure was converted to laparoscopy due to the defective arm that could no longer be used. The customer did not try to troubleshoot prior to calling isi technical support for technical assistance. There was a delay of approximately 30-40 minutes. The surgery was completed laparoscopically without patient injury. Although the suj flex 1 was returned to isi, the device is a field scrap item. Therefore no failure analysis was performed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the unit for failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the unit is returned and/ or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, a repeated non-recoverable fault occurred on setup joint (suj) 1 flex. The customer was unable to recover the fault. Troubleshooting was performed by exercising the arm, performing an emergency power off (epo) and power cycle but the error persisted. Technical support engineer (tse) requested the customer to stow the arm away, deactivate it and proceed with 3 arms. After deactivating, the arm, the error cleared but the customer was no longer able to move the arms from tiller for targeting and selecting anatomy. The system was power cycled again but the issue reoccurred. The procedure was converted to laparoscopy with no reported injury. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported not complaint was confirmed based on the field evaluation. The fse replaced the flex 1 op to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information from the customer concerning the reported event with no success.